Manufacturer narrative:
The below report was received by health authority ansm - health authorities in france (reference number: (B)(4) on 31-jul-2023. The most recent information was received on 19-oct-2023. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of heavy menstrual bleeding ("hemorrhagic menstruations") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of hepatitis a positive and herpes zoster (positive) on (B)(6) 2022, hallux valgus on (B)(6) 2021, rhizarthrosis on (B)(6) 2016, elective abortion (2) and parity 4. On (B)(6) 2016, the patient had essure inserted. In 2016 she experienced arthralgia ("polyarthralgia (hands, ankles, knees), joint pain"). In 2017 she experienced heavy menstrual bleeding (seriousness criterion intervention required), erythema ("redness"), photosensitivity reaction ("light sensitivity"), ankylosing spondylitis ("spondylitis ankylosing"), fatigue ("intense fatigue"), alopecia ("hair loss"), headache ("headaches"), visual impairment ("decreased vision"), lacrimation increased ("watery eyes"), amnesia ("memory loss"), loss of consciousness ("blackout"), depression ("depression"), pruritus ("itching"), cough ("chronic cough"), dizziness ("dizziness"), sinusitis ("sinusitis"), tendonitis ("recurrent tendonitis"), disturbance in attention ("concentration difficulties"), eye pruritus ("recurrent itching eyes"), general physical health deterioration ("health status worsened by heavy metals"), loss of libido ("no libido"), menopause ("unwanted menopause"), musculoskeletal pain ("joint and muscle pain") and nail ridging ("ridged nails") and was found to have quality of life decreased ("professional life disturbed"). Essure was removed on (B)(6) 2023. An unknown time later she experienced metal poisoning ("heavy metal stored for the last 7 years - hair risk exposure level titanium , copper"), asthenia ("weak, not feeling well") and infection ("infections"). The patient was treated with nsaids and salazopyrin (sulfasalazine) as well as surgery (essure removal by hysterectomy with bilateral salpingo-oophorectomy). At the time of the report, the metal poisoning, ankylosing spondylitis, asthenia, infection, alopecia, visual impairment and depression had not resolved. The reporter considered alopecia, amnesia, ankylosing spondylitis, arthralgia, asthenia, depression, erythema, fatigue, headache, heavy menstrual bleeding, infection, lacrimation increased, loss of consciousness, metal poisoning, photosensitivity reaction and visual impairment to be related to essure administration. No causality assessment was received for essure with regard to pruritus, cough, dizziness, sinusitis, tendonitis, disturbance in attention, eye pruritus, quality of life decreased, general physical health deterioration, loss of libido, menopause, musculoskeletal pain or nail ridging. The reporter commented: "I had the implants inserted on (B)(6) 2016 2.5months after first visit (less than the required 4 months)., by a gynaecologist who did not respect the protocol. I found this out later. Since 2017 I reported to my attending doctor, in many consultations, that I was not feeling well. I described all the symptoms mentioned earlier to him, but he was not looking in the right place, and each laboratory analysis resulted in nothing. I was then treated by an other doctor, who immediately understood what I was suffering from, and who guided me on the removal process. The only way out for me to return to a normal life. Today ((B)(6) 2023), I have finally had the implants removed, but the road will still be long, in order to evacuate the heavy metals, stored for the last 7 years. I will not regain what I have lost, in terms of autonomy, my hair, my sight . But at least the ordeal of not understanding what I was suffering from is over. The essure implants intoxicated, weakened, and mutilated me. Current status: heavy metal infections removal of the uterus, fallopian tubes, and ovaries. I am currently weakened, depressed, and on sick leave, I cannot return to work". According to general practitioner, symptoms were due to depression. Analyses normal. No treatment relieved the patient and her health status worsened by heavy metals. The patient stated to not be depressive and to suffer from an unwanted menopause. She had sessions with a psychologist. Diagnostic results (normal ranges are provided in parenthesis if available): [bone scan] on (B)(6) 2021: increased fixation of cervical and lumbar si spine. Hands and toes, left knee [laboratory test] on (B)(6) 2021: sedimentation rate 9 ; fibrin 5.05 : polymerase chain reaction (pcr) 9.7 disrupted by bronchitis? ; nuclear anti-bodies < 100 ; fr 10 < 14; on (B)(6) 2022: anti-tnf negative : hepatitis b and c ¿ ; hiv ¿ ; herpes zoster + ; hepatitis a + ; ep ¿ [magnetic resonance imaging] on (B)(6) 2021: inflammation of the 2 si ; mirror inflammation l4l5 [mycobacterium tuberculosis complex test] on 06-jun-2022: negative [rheumatological examination] on (B)(6) 2022: history of the disease : polyarthralgia since 2016 especially affecting the hands and ankles and knees => suspicion of ankylosing spondylitis (as) confirmed on (B)(6) 2022 b27 + magnetic resonance (mr) of the sacro-iliac (si) + transport company then bakery saleswoman rn = yes by the legs (restlessness) dm > 1/4 about ½ hour positive but incomplete non-steroidal anti-inflammatory drug (nsaid) test = > introduction of basic treatment with salazopyrin in (B)(6) 2022 discontinuation of salazopyrin for depression-type side effects in (B)(6) 2022 stopping nsaids for side effects induction of an anti tnf biotherapy on (B)(6) 2022 [toxicologic test] on (B)(6) 2023: hair: risk exposure level: titanium, copper level of exposure to be monitored: gadolinium, selenium, beryllium, mercury, chromium, strontium [urine analysis] on (B)(6) 2022: cytobacteriologically: negative. [X-ray] on (B)(6) 2016: onset of right rhizarthrosis; on (B)(6) 2021: hands and feet : outline of rhizarthrosis and hallux valgus; in (B)(6) 2022: negative. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 19-oct-2023: health authority detected this report to be a duplicate to record # (B)(4) ((B)(4), medwatch 3500a MFR number 2951250-2023-03005) which will be deleted in bayer safety database after all information was transferred to this duplicate record # (B)(4) which will be retained. New: reporter 'lawyer' was added. History added (elective abortion (2) and parity (4).). Events added: cough, disturbance in attention, dizziness, eye pruritus, general physical health deterioration, heavy menstrual bleeding, insomnia, loss of libido, menopause, musculoskeletal pain, nail ridging, quality of life decreased, sinusitis, tendonitis. Reason for essure removal was changed from pruritus to heavy menstrual bleeding. Comment added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm - health authorities in france (reference number: (B)(4)) on 31-jul-2023. The most recent information was received on 10-aug-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pruritus ("itching") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of hepatitis a positive and herpes zoster (positive) on (B)(6) 2022, hallux valgus on (B)(6) 2021 and rhizarthrosis on (B)(6) 2016. On (B)(6) 2016, the patient had essure inserted. In 2016 she experienced arthralgia ("polyarthralgia (hands, ankles, knees), joint pain"). In 2017 she experienced pruritus (seriousness criterion intervention required), erythema ("redness"), photosensitivity reaction ("light sensitivity"), ankylosing spondylitis ("spondylitis ankylosing"), fatigue ("intense fatigue"), alopecia ("hair loss"), headache ("headaches"), visual impairment ("decreased vision"), lacrimation increased ("watery eyes"), memory impairment ("memory loss"), loss of consciousness ("blackout") and depression ("depression"). Essure was removed on (B)(6) 2023. An unknown time later she experienced metal poisoning ("heavy metal stored for the last 7 years - hair risk exposure level titanium , copper"), asthenia ("weak, not feeling well") and infection ("infections"). The patient was treated with nsaids and salazopyrin (sulfasalazine) as well as surgery (essure removal by removal of the uterus, fallopian tubes, and ovaries). At the time of the report, the metal poisoning, ankylosing spondylitis, asthenia, infection, alopecia, visual impairment and depression had not resolved. The reporter considered alopecia, ankylosing spondylitis, arthralgia, asthenia, depression, erythema, fatigue, headache, infection, lacrimation increased, loss of consciousness, memory impairment, metal poisoning, photosensitivity reaction, pruritus and visual impairment to be related to essure administration. The reporter commented: "I had the implants inserted on (B)(6) 2016, by a gynaecologist who did not respect the protocol. I found this out later. Since 2017 I reported to my attending doctor, in many consultations, that I was not feeling well. I described all the symptoms mentioned earlier to him, but he was not looking in the right place, and each laboratory analysis resulted in nothing. I was then treated by an other doctor, who immediately understood what I was suffering from, and who guided me on the removal process. The only way out for me to return to a normal life. Today, I have finally had the implants removed, but the road will still be long, in order to evacuate the heavy metals, stored for the last 7 years. I will not regain what I have lost, in terms of autonomy, my hair, my sight . But at least the ordeal of not understanding what I was suffering from is over. The essure implants intoxicated, weakened, and mutilated me. Current status: heavy metal infections removal of the uterus, fallopian tubes, and ovaries. I am currently weakened, depressed, and on sick leave, I cannot return to work". Polyarthralgia since 2016, rhizarthrosis found on x-ray in (B)(6) 2016, spondylitis ankylosis confirmed by MRI on (B)(6) 2022. Basic treatment with salazopyrin started in (B)(6)2022 and stopped due to depression-type side effect in (B)(6) 2022. Diagnostic results (normal ranges are provided in parenthesis if available): [bone scan] on 28-oct-2021: increased fixation of cervical and lumbar si spine. Hands and toes, left knee [laboratory test] on (B)(6) 2021: sedimentation rate 9 ; fibrin 5.05 : polymerase chain reaction (pcr) 9.7 disrupted by bronchitis? ; nuclear anti-bodies < 100 ; fr 10 < 14; on (B)(6)2022: anti-tnf negative : hepatitis b and c ¿ ; hiv ¿ ; herpes zoster + ; hepatitis a + ; ep ¿ [magnetic resonance imaging] on (B)(6) 2021: inflammation of the 2 si ; mirror inflammation l4l5 [mycobacterium tuberculosis complex test] on (B)(6) 2022: negative. [Rheumatological examination] on (B)(6) 2022: history of the disease : polyarthralgia since 2016 especially affecting the hands and ankles and knees => suspicion of ankylosing spondylitis (as) confirmed on (B)(6) 2022 b27 + magnetic resonance (mr) of the sacro-iliac (si) + transport company then bakery saleswoman rn = yes by the legs (restlessness) dm > 1/4 about ½ hour positive but incomplete non-steroidal anti-inflammatory drug (nsaid) test = > introduction of basic treatment with salazopyrin in (B)(6) 2022 discontinuation of salazopyrin for depression-type side effects in (B)(6) 2022 stopping nsaids for side effects induction of an anti tnf biotherapy on (B)(6) 2022 [toxicologic test] on (B)(6) 2023: hair: risk exposure level: titanium, copper level of exposure to be monitored: gadolinium, selenium, beryllium, mercury, chromium, strontium [urine analysis] on (B)(6) 2022: cytobacteriologically: negative [x-ray] on (B)(6) 2016: onset of right rhizarthrosis; on (B)(6) 2021: hands and feet : outline of rhizarthrosis and hallux valgus; in (B)(6) 2022: negative. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 10-aug-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm - health authorities in france (reference number: (B)(4) on (B)(6) 2023. This spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of pruritus ("itching") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of hallux valgus on (B)(6) 2021, rhizarthrosis on (B)(6) 2016, hepatitis a positive and herpes zoster (positive) on (B)(6) 2022. On (B)(6) 2016, the patient had essure inserted. In 2016 she experienced arthralgia ("polyarthralgia (hands, ankles, knees), joint pain"). In 2017 she experienced pruritus (seriousness criterion intervention required), erythema ("redness"), photosensitivity reaction ("light sensitivity"), ankylosing spondylitis ("spondylitis ankylosing"), fatigue ("intense fatigue"), alopecia ("hair loss"), headache ("headaches"), visual impairment ("decreased vision"), lacrimation increased ("watery eyes"), memory impairment ("memory loss / blackout"), loss of consciousness ("blackout") and depression ("depression"). Essure was removed on (B)(6) 2023. An unknown time later she experienced metal poisoning ("heavy metal stored for the last 7 years - hair risk exposure level titanium , copper"), asthenia ("weak, not feeling well") and infection ("infections"). The patient was treated with nsaids and salazopyrin (sulfasalazine) as well as surgery (essure removal by removal of the uterus, fallopian tubes, and ovaries). At the time of the report, the metal poisoning, ankylosing spondylitis, asthenia, infection, alopecia, visual impairment and depression had not resolved. The reporter considered alopecia, ankylosing spondylitis, arthralgia, asthenia, depression, erythema, fatigue, headache, infection, lacrimation increased, loss of consciousness, memory impairment, metal poisoning, photosensitivity reaction, pruritus and visual impairment to be related to essure administration. The reporter commented: "I had the implants inserted on (B)(6) 2016, by a gynaecologist who did not respect the protocol. I found this out later. Since 2017 I reported to my attending doctor, in many consultations, that I was not feeling well. I described all the symptoms mentioned earlier to him, but he was not looking in the right place, and each laboratory analysis resulted in nothing. I was then treated by an other doctor, who immediately understood what I was suffering from, and who guided me on the removal process. The only way out for me to return to a normal life. Today, I have finally had the implants removed, but the road will still be long, in order to evacuate the heavy metals, stored for the last 7 years. I will not regain what I have lost, in terms of autonomy, my hair, my sight . But at least the ordeal of not understanding what I was suffering from is over. The essure implants intoxicated, weakened, and mutilated me. Current status: heavy metal infections removal of the uterus, fallopian tubes, and ovaries. I am currently weakened, depressed, and on sick leave, I cannot return to work". Polyarthralgia since 2016, rhizarthrosis found on x-ray in (B)(6) 2016, spondylitis ankylosis confirmed by MRI on (B)(6) 2022. Basic treatment with salazopyrin started in (B)(6) 2022 and stopped due to depression-type side effect in (B)(6) 2022. Diagnostic results (normal ranges are provided in parenthesis if available): [bone scan] on (B)(6) 2021: increased fixation of cervical and lumbar si spine. Hands and toes, left knee [laboratory test] on (B)(6) 2021: sedimentation rate 9 ; fibrin 5.05 : polymerase chain reaction (pcr) 9.7 disrupted by bronchitis? ; nuclear anti-bodies < 100 ; fr 10 < 14; on 03-jun-2022: anti-tnf negative : hepatitis b and c ¿ ; hiv ¿ ; herpes zoster + ; hepatitis a + ; ep ¿ [magnetic resonance imaging] on 21-dec-2021: inflammation of the 2 si ; mirror inflammation l4l5 [mycobacterium tuberculosis complex test] on (B)(6) 2022: negative [rheumatological examination] on (B)(6) 2022: history of the disease : polyarthralgia since 2016 especially affecting the hands and ankles and knees => suspicion of ankylosing spondylitis (as) confirmed on (B)(6) 2022 b27 + magnetic resonance (mr) of the sacro-iliac (si) + transport company then bakery saleswoman rn = yes by the legs (restlessness) dm > 1/4 about ½ hour positive but incomplete non-steroidal anti-inflammatory drug (nsaid) test = > introduction of basic treatment with salazopyrin in (B)(6) 2022 discontinuation of salazopyrin for depression-type side effects in apr-2022 stopping nsaids for side effects induction of an anti tnf biotherapy on (B)(6) 2022 [toxicologic test] on (B)(6) 2023: hair: risk exposure level: titanium, copper level of exposure to be monitored: gadolinium, selenium, beryllium, mercury, chromium, strontium [urine analysis] on (B)(6) 2022: cytobacteriologically: negative [x-ray] on (B)(6) 2016: onset of right rhizarthrosis; on (B)(6) 2021: hands and feet : outline of rhizarthrosis and hallux valgus; in (B)(6) 2022: negative. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm - health authorities in france (reference number: (B)(4)) on 31-jul-2023. The most recent information was received on 06-nov-2023. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of heavy menstrual bleeding ("hemorrhagic menstruations") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of hepatitis a positive and herpes zoster (positive) on (B)(6) 2022, hallux valgus on (B)(6) 2021, rhizarthrosis on (B)(6) 2016, elective abortion (2) and parity 4. On (B)(6) 2016, the patient had essure inserted. In 2016, she experienced polyarthralgia ("polyarthralgia (hands, ankles, knees), joint pain"). In 2017, she experienced heavy menstrual bleeding (seriousness criterion intervention required), erythema ("redness"), photosensitivity reaction ("light sensitivity"), ankylosing spondylitis ("spondylitis ankylosing"), fatigue ("intense fatigue"), alopecia ("hair loss"), headache ("headaches"), visual impairment ("decreased vision"), lacrimation increased ("watery eyes"), amnesia ("memory loss"), loss of consciousness ("blackout"), depression ("depression"), pruritus ("itching"), cough ("chronic cough"), dizziness ("dizziness"), sinusitis ("sinusitis"), tendonitis ("recurrent tendonitis"), disturbance in attention ("concentration difficulties"), eye pruritus ("recurrent itching eyes"), general physical health deterioration ("health status worsened by heavy metals"), loss of libido ("no libido"), menopause ("unwanted menopause"), arthromyalgia ("joint and muscle pain") and nail ridging ("ridged nails") and was found to have quality of life decreased ("professional life disturbed"). Essure was removed on (B)(6) 2023. An unknown time later she experienced metal poisoning ("heavy metal stored for the last 7 years - hair risk exposure level titanium , copper"), asthenia ("weak, not feeling well") and infection ("infections"). The patient was treated with nsaids and salazopyrin (sulfasalazine) as well as surgery (essure removal by hysterectomy with bilateral salpingo-oophorectomy). At the time of the report, the metal poisoning, ankylosing spondylitis, asthenia, infection, alopecia, visual impairment and depression had not resolved. The reporter considered alopecia, amnesia, ankylosing spondylitis, polyarthralgia, asthenia, depression, erythema, fatigue, headache, heavy menstrual bleeding, infection, lacrimation increased, loss of consciousness, metal poisoning, photosensitivity reaction and visual impairment to be related to essure administration. No causality assessment was received for essure with regard to pruritus, cough, dizziness, sinusitis, tendonitis, disturbance in attention, eye pruritus, quality of life decreased, general physical health deterioration, loss of libido, menopause, arthromyalgia or nail ridging. The reporter commented: "I had the implants inserted on (B)(6) 2016 2.5months after first visit (less than the required 4 months). By a gynaecologist who did not respect the protocol. I found this out later. Since 2017 I reported to my attending doctor, in many consultations, that I was not feeling well. I described all the symptoms mentioned earlier to him, but he was not looking in the right place, and each laboratory analysis resulted in nothing. I was then treated by an other doctor, who immediately understood what I was suffering from, and who guided me on the removal process. The only way out for me to return to a normal life. Today ((B)(6) 2023), I have finally had the implants removed, but the road will still be long, in order to evacuate the heavy metals, stored for the last 7 years. I will not regain what I have lost, in terms of autonomy, my hair, my sight . But at least the ordeal of not understanding what I was suffering from is over. The essure implants intoxicated, weakened, and mutilated me. Current status: heavy metal infections removal of the uterus, fallopian tubes, and ovaries. I am currently weakened, depressed, and on sick leave, I cannot return to work". According to general practitioner, symptoms were due to depression. Analyses normal. No treatment relieved the patient and her health status worsened by heavy metals. The patient stated to not be depressive and to suffer from an unwanted menopause. She had sessions with a psychologist. Diagnostic results (normal ranges are provided in parenthesis if available): [bone scan] on (B)(6) 2021: increased fixation of cervical and lumbar si spine. Hands and toes, left knee. [Laboratory test] on (B)(6) 2021: sedimentation rate 9; fibrin 5.05: polymerase chain reaction (pcr) 9.7 disrupted by bronchitis?; nuclear anti-bodies < 100 ; fr 10 < 14; on (B)(6) 2022: anti-tnf negative: hepatitis b and c ¿ ; hiv ¿; herpes zoster +; hepatitis a +; ep ¿. [Magnetic resonance imaging] on (B)(6) 2021: inflammation of the 2 si; mirror inflammation l4l5. [Mycobacterium tuberculosis complex test] on (B)(6) 2022: negative. [Rheumatological examination] on (B)(6) 2022: history of the disease: polyarthralgia since 2016 especially affecting the hands and ankles and knees. Suspicion of ankylosing spondylitis (as) confirmed on (B)(6) 2022 b27 + magnetic resonance (mr) of the sacro-iliac (si) + transport company then bakery saleswoman. Rn = yes by the legs (restlessness). Dm > 1/4 about ½ hour. Positive but incomplete non-steroidal anti-inflammatory drug (nsaid) test; introduction of basic. Treatment with salazopyrin in (B)(6) 2022. Discontinuation of salazopyrin for depression-type side effects in (B)(6) 2022 stopping nsaids for side effects. Induction of an anti tnf biotherapy on (B)(6) 2022. [Toxicologic test] on (B)(6) 2023: hair: risk exposure level: titanium, copper. Level of exposure to be monitored: gadolinium, selenium, beryllium, mercury, chromium, strontium. [Urine analysis] on (B)(6) 2022: cytobacteriologically: negative. [X-ray] on (B)(6) 2016: onset of right rhizarthrosis; on (B)(6) 2021: hands and feet: outline of rhizarthrosis and hallux valgus; in (B)(6) 2022: negative. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 06-nov-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm - health authorities in france (reference number: (B)(4)) on 31-jul-2023. The most recent information was received on 10-aug-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pruritus ("itching") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of hepatitis a positive and herpes zoster (positive) on (B)(6) 2022, hallux valgus on (B)(6) 2021 and rhizarthrosis on (B)(6) 2016. On (b)6) 2016, the patient had essure inserted. In 2016, she experienced arthralgia ("polyarthralgia (hands, ankles, knees), joint pain"). In 2017, she experienced pruritus (seriousness criterion intervention required), erythema ("redness"), photosensitivity reaction ("light sensitivity"), ankylosing spondylitis ("spondylitis ankylosing"), fatigue ("intense fatigue"), alopecia ("hair loss"), headache ("headaches"), visual impairment ("decreased vision"), lacrimation increased ("watery eyes"), amnesia ("memory loss"), loss of consciousness ("blackout") and depression ("depression"). At an unknown time, she experienced metal poisoning ("heavy metal stored for the last 7 years - hair risk exposure level titanium , copper"), asthenia ("weak, not feeling well") and infection ("infections"). The patient was treated with nsaids and salazopyrin (sulfasalazine) as well as surgery (essure removal by removal of the uterus, fallopian tubes, and ovaries). At the time of the report, the metal poisoning, ankylosing spondylitis, asthenia, infection, alopecia, visual impairment and depression had not resolved. Essure was removed on (B)(6) 2023. The reporter considered alopecia, amnesia, ankylosing spondylitis, arthralgia, asthenia, depression, erythema, fatigue, headache, infection, lacrimation increased, loss of consciousness, metal poisoning, photosensitivity reaction, pruritus and visual impairment to be related to essure administration. The reporter commented: "I had the implants inserted on (B)(6) 2016, by a gynaecologist who did not respect the protocol. I found this out later. Since 2017 I reported to my attending doctor, in many consultations, that I was not feeling well. I described all the symptoms mentioned earlier to him, but he was not looking in the right place, and each laboratory analysis resulted in nothing. I was then treated by another doctor, who immediately understood what I was suffering from, and who guided me on the removal process. The only way out for me to return to a normal life. Today, I have finally had the implants removed, but the road will still be long, in order to evacuate the heavy metals, stored for the last 7 years. I will not regain what I have lost, in terms of autonomy, my hair, my sight . But at least the ordeal of not understanding what I was suffering from is over. The essure implants intoxicated, weakened, and mutilated me. Current status: heavy metal infections removal of the uterus, fallopian tubes, and ovaries. I am currently weakened, depressed, and on sick leave, I cannot return to work". Polyarthralgia since 2016, rhizarthrosis found on x-ray in (B)(6) 2016, spondylitis ankylosis confirmed by MRI on (B)(6) 2022. Basic treatment with salazopyrin started in (B)(6) 2022 and stopped due to depression-type side effect in (B)(6) 2022. Diagnostic results (normal ranges are provided in parenthesis if available): [bone scan] on (B)(6) 2021: increased fixation of cervical and lumbar si spine. Hands and toes, left knee [laboratory test] on (B)(6) 2021: sedimentation rate 9 ; fibrin 5.05 : polymerase chain reaction (pcr) 9.7 disrupted by bronchitis? ; nuclear anti-bodies < 100 ; fr 10 < 14; on 03-jun-2022: anti-tnf negative : hepatitis b and c ¿ ; hiv ¿ ; herpes zoster + ; hepatitis a + ; ep ¿ [magnetic resonance imaging] on (B)(6) 2021: inflammation of the 2 si ; mirror inflammation l4l5. [Mycobacterium tuberculosis complex test] on (B)(6) 2022: negative. [Rheumatological examination] on (B)(6) 2022: history of the disease : polyarthralgia since 2016 especially affecting the hands and ankles and knees: suspicion of ankylosing spondylitis (as) confirmed on (B)(6) 2022 b27 + magnetic resonance (mr) of the sacro-iliac (si) + transport company then bakery saleswoman. Rn = yes by the legs (restlessness). Dm > 1/4 about ½ hour. Positive but incomplete non-steroidal anti-inflammatory drug (nsaid) test: introduction of basic treatment with salazopyrin in (B)(6) 2022. Discontinuation of salazopyrin for depression-type side effects in (B)(6) 2022 stopping nsaids for side effects induction of an anti tnf biotherapy on (B)(6) 2022. [Toxicologic test] on (B)(6) 2023: hair: risk exposure level: titanium, copper level of exposure to be monitored: gadolinium, selenium, beryllium, mercury, chromium, strontium. [Urine analysis] on (B)(6) 2022: cytobacteriologically: negative. [X-ray] on (B)(6) 2016: onset of right rhizarthrosis; on (B)(6) 2021: hands and feet : outline of rhizarthrosis and hallux valgus; in (B)(6) 2022: negative, quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The following amendment was made: following company internal coding review, the previous reported event memory loss was recoded to the meddra llt memory loss. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.